Manufacturer narrative:
The glidescope titanium lopro t3 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned titanium lopro t3 and confirmed the reported "no image" issue. The technical service representative stated that the blade's connector pins were corroded. The camera image quality test was performed and failed. The service representative attributed the no image issue to the damaged connector. The glidescope titanium lopro t3 was returned to customer as-is. No corrective action is required at this time verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency procedure, an attempt was made to use four (4) blades, two (2) glidescope titanium lopro t3 reusables and two (2) glidescope titanium lopro t4 reusables. It was reported that in every case the screen went blank. The customer reported that the cable was replaced but the image continued black. The reporter noted that the issue was isolated to the blades. The submitter did not have the ability to speak directly to the customer. The related information is second hand as reported by the distributor. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.